Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The following cosmetic damage was also found on the device: minor scratches on the lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that she received a button error alarm on her insulin pump. Her blood glucose value at the time of incident is unknown. Troubleshooting was initiated and the customer was advised to discontinue use of the pump and revert to backup plan per health care provider's instructions. The customer returned her insulin pump for analysis and she received a replacement device.